Event description:
The patient's surgeon reported that the patient experienced "an unusual amount of dizziness" post operatively. At initial activation of her implant, she had no auditory perceptions on multiple electrodes. A CT scan revealed that the device was coiled outside of the cochlea. The patient was instructed by her physician to discontinue use of her implant. Explantation/reimplantable surgery is scheduled for 2006.